Manufacturer narrative:
The customer reported complaint for the platform stopped compressions was confirmed during archive data review but not during functional testing. Visual inspection was performed and found no physical damage to the autopulse platform. The autopulse passed the initial functional test without any fault or error. Review of the archive data indicated multiple user advisory (ua) 16 (time out moving to take up position) and user advisory (ua) 17 (max motor on time exceeded during active operation) error messages occurred on the reported event date due to the defective drive train motor. The drive train motor was replaced to address the issue. In addition, archive data show user advisory (ua) 02 (compression tracking error) and user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), unrelated to the reported issue. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The user advisory (ua) 02 error message alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This typically occurs if the patient is misaligned on the platform or the lifeband is opened or in the incorrect position during take up/compression. The user advisory (ua) 07 error message alerts the operator that the load sensing system has detected a weight/load imbalance between the two load cells. (Ua) 07 indicated that either the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. The load cell characterization test confirmed both load cell modules are functioning within the specification. After repair and service, the platform was further tested with large resuscitation testing fixture, (lrtf) equivalent to 250 pound patient with good known test batteries until discharged and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was used during a call on (B)(6) years old male patient in cardiac arrest. The customer reported that the autopulse platform intermittently stopped compressions. The troubleshooting steps are unknown. There were no errors reported. The use of the autopulse platform was discontinued and manual CPR was performed for the duration of the transport time. Rosc (return of spontaneous circulation) was achieved and the patient was delivered to the hospital with the pulse. No patient consequence was reported.